Manufacturer narrative:
Follow-up #1 08/07/2012-device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2012 with the following findings: the pump black box verified that a power event had occurred. There were no alarms related to the complaint in the alarm history. No damage was found to the battery compartment or cap. The battery cap fully tightened to the pump and the pump was exercised for 24 hours without power loss occurring. The battery cap was tested and found to be within specifications. The pump was opened and no power circuit defects were found. Unrelated to the complaint, the display screen was found to be faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was self rebooting. The patient confirmed that there was no damage to the battery compartment or cap and confirmed that the battery cap was replaced in the last six months. The patient also confirmed that the battery cap was tightened securely to the pump with no yellow o-ring visible. The patient reportedly tried to replace the battery without resolving the issue. This report is made based on the allegation that the pump was rebooting without user intervention.